Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, faded serial number label, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had alarmed power error detected. The customer¿s blood glucose level was 328 mg/dl. The customer stated that the power error detected on the insulin pump. The customer stated that the second call power error detected was within week of troubleshoot of the previous occurrence. The customer was advised that the pump needs to be replaced. The customer was advised to place pump in storage mode and removed battery, press and hold the back button until the screen turns off. The customer declined troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.